Event description:
Additional information was received that the valve dislodged.

Manufacturer narrative:
Updated b.5, h.6 and imf medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was receive that a pre-implant balloon dilatation was performed. The valve dislodged after it was released from the delivery catheter system (dcs). Subsequently a second valve was implanted for the patient's severe stenosis. Per the physician, the patient's severe calcification contributed to the dislodgement.

Manufacturer narrative:
Update data: b1 b5 h1 h2 additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information, that during implant of this transcatheter bioprosthetic valve. The valve status was reported, as implanted out of service. Further details were not reported. It was reported, that the patient was alive with no injury. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: envpro-16-us (lot#: 0012170800), product type: delivery catheter system (dcs). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.